Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level was over 515mg/dl. The customer reported that they became aware that the tubing was not in the body. The customer was advised to monitor device and blood glucose closely and call back if assistance is needed.